Event description:
It was reported when using bd vacutainer® serum the bottom of one tube suddenly ruptured and blood leaked. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. The bottom of the tube is ruptured additionally, 30 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing. The issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® serum the bottom of one tube suddenly ruptured and blood leaked. There were no health consequences or impacts reported.